Event description:
It was reported that a display issue occurred. A rotapro console was selected for use. During the procedure, the equipment screen was not marking the correct revolutions of the burr. The procedure was completed using this device. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected investigation results: media review: media provided by the customer was reviewed and showed failure to increase speed, confirming the reported allegation. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of console erratic speeds (system -sudden increase in speed) was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the investigation confirmed a problem with the device; however, the available information was insufficient to identify the root cause. Therefore, the conclusion code assigned to this investigation is cause linked to device but unable to trace more specifically.

Event description:
It was reported that a display issue occurred. A rotapro console was selected for use. During the procedure, the equipment screen was not marking the correct revolutions of the burr. The procedure was completed using this device. There were no patient complications.